Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted the mitral valve had a restricted posterior leaflet. The clip was inserted and deployed on the leaflets. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in the event. Additionally, a review of the complaint history identified no other complaint reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomical condition/operational context. The reported unexpected medical intervention appears to be a result of case specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.